Manufacturer narrative:
The reported complaint of leaks was confirmed on the returned set. During visual inspection, the polyvinyl chloride (pvc) tubing was received separated from the drip chamber. Insufficient solvent coverage was observed at the end of the pvc tubing. The probable cause for the separation between pvc tubing and the drip chamber had occurred due to insufficient solvent coverage on the tubing during assembly at ensenada. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An email was received regarding a transpac IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip stating there is a water and air leakage. No drug was involved in the event. There was patient involvement, but no patient was harmed.